Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed multiple no delivery alarms. Customer had changed sites and sets. Customer's blood glucose was 270 mg/dl. Customer reported the alarm was cleared by doing a complete set change. Customer agreed to return the set for analysis.